Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the superficial femoral artery (sfa) via a 6f sheath (model unknown). A pre-procedure femoral angiogram revealed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The patient was ambulated and discharged to home with no complications noted. It was reported that the patient called ems (emergency medical services) on (B)(6) 2013 (same day of procedure) because he was bleeding for three hours at home from the access site. The patient presented to the ER, where a femostop was placed at the access site for one hour. When the femostop was removed it was noted that there was oozing therefore; the physician admitted the patient to the hospital. The femostop was placed for the day with the pressure reduced until the bleeding stopped. The patient was given lovenox upon discharge and given a prescription for lovenox. The patient was discharged from the hospital on (B)(6) 2013 with no further complications noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1306001) indicated that the device lot met all established performance criteria prior to shipment.